Manufacturer narrative:
After a sudden drop in hearing, the patient was seen for programming, where the serial number of their implanted sp read as 0 but was able to be reprogrammed to new settings. According to the patient, their esteem stopped working afterwards. The patient is scheduled for a battery change on (B)(6) 2025, to try to fix the issue. While it is unclear whether the serial number is related to the device functionality issue, the issue is being reported out of abundance of caution. No issues were identified during the review of manufacturing records. Further investigation will be required to determine the root cause and nature of the suspected malfunction, which will be reported in a follow-up MDR.

Event description:
On (B)(6) 2025, the patient reported issues hearing out of their esteem implanted ear, and was refered to a site near them for further investigation. An MDR assessment was done on 07-jul-2025, and it was determined that the event was not reportable because further investigation was needed to determine definitively whether device malfunction had occurred. Envoy medical corp. Was notified, on 21-jul-2025, that the patient had been seen at the site. The implanted sound processor battery had been tested and was not depleted, however the serial number read as 0 during the patient's programming. During the appointment, the patient was able to be successfully re-programmed, despite the serial number issue, and was hearing again normally, but alleged the esteem had stopped working since then. The patient is scheduled for a battery change on (B)(6) 2025, to try to fix the issue. At this time, testing has not confirmed any root cause for the suspected malfunction, but this MDR is being submitted out of an abundance of caution. A follow up MDR will be filed to report whether the revision has resolved the issue. Patient/clinical history with emc: on (B)(6) 2016: implant. On (B)(6) 2016: activation. On (B)(6) 2016: fitting with remote support. On (B)(6) 2017: fitting with remote support. On (B)(6) 2020: battery change. On (B)(6) 2024: battery change. On (B)(6) 2025: fitting. On (B)(6) 2025: fitting.

Manufacturer narrative:
After a sudden drop in hearing, the patient was seen for programming, where the serial number of their implanted sp read as 0 but was able to be reprogrammed to new settings. According to the patient, their esteem stopped working afterwards. The patient is scheduled for a battery change on (B)(6) 2025, to try to fix the isue. While it is unclear whether the serial number is related to the device functionality issue, the issue is being reported out of abundance of caution. No issues were identified during the review of manufacturing records. During additional engineering investigation, device failure was confirmed.

Event description:
On 18-jun-2025, the patient reported issues hearing out of their esteem implanted ear, and was refered to a site near them for further investigation. An MDR assessment was done on (B)(6) 2025, and it was determined that the event was not reportable because further investigation was needed to determine definitively whether device malfunction had occurred. Envoy medical corp. Was notified on 21-jul-2025 that the patient had been seen at the site. The implanted sound processor battery had been tested and was not depleted, however the serial number read as 0 during the patient's programming. During the appointment, the patient was able to be successfully re-programmed, despite the serial number issue, and was hearing again normally, but alleged the esteem had stopped working since then. The patient is scheduled for a battery change on (B)(6) 2025, to try to fix the issue. Patient had an exploratory battery change on (B)(6) 2025, which resolved the issue. Device was returned to envoy for review and was analyzed on 22-oct-2025, where it was determined that additional investigation by engineering was required to determine root cause. Patient/clinical history with emc: (B)(6) 2016 - implant. (B)(6) 2016 - activation. (B)(6) 2016 - fitting with remote support. (B)(6) 2017 - fitting with remote support. (B)(6) 2020 - battery change. (B)(6) 2024 - battery change. (B)(6) 2025 - fitting. (B)(6) 2025 - fitting. (B)(6) 2025 - battery change.